Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the regulator adapter on the product tank was leaking. Additional malfunction was the nylon ties on the sieve beds were leaking and loose.